Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device failed to fire. There was no medical intervention or patient injury. Another reload was used to complete the case. No reinforcement material was used.